Event description:
It was reported that the patient's blood glucose (bg) levels reached 360 mg/dl, while wearing the pod on the leg longer than 48 hours. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The soft cannula was observed to be flattened and stretched, measuring out of specification at 1.109 inches. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.